Manufacturer narrative:
Correction: section b1 & h.1. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient reportedly elected to have their device explanted due to auditory hallucinations of musical tinnitus. The recipient believed the symptoms were caused by device. The recipient's device was reportedly explanted. The recipient will not be re-implanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus issues have resolved. The recipient has healed. The external visual inspection revealed a dented top cover, as well as a slice near the array. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires in the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused the impedance value on several channels to be out of range. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.